Event description:
A pt presented with complaints of pain, redness, and loss of vision in their left eye. They had been fitted with the paragon crt lenses 4 months prior for attempted correction of their myopic astigmatism. Before being fitted for crt lenses, their prescription was -3.75 + 1.25 axis 90" od and -3.25 + 1.00 axis 90 os. Both parents were highly myopic and were professors at the local university, they requested that their pt be fitted with the paragon crt lenses soon after FDA approval in hopes that it would halt the progression of their myopia. The pt stated that initially the contact lenses were uncomfortable when inserted in the evening, but eventually they became tolerant of the discomfort. Four days before presentation they noted redness in the left eye when they placed the contact lenses in their eyes before bed. On the morning of presentation, the school nurse noted extreme redness of the left eye and contacted the pt's family member. On presentation, pt's visual acuity was 20/40 od and 20/400 0s. Examination of the right eye revealed a manifest refraction of - 1.50 + 0.75 axis 180, with the resultant visual acuity of 20/25-. Refraction could not improve the vision os. Slitlamp examinaiton and fundus examination od were unremarkable. Slitlamp examination os revealed marked ciliary flush and a 3-mm corneal ulcer with a surrounding corneal infiltrate 6 mm in diameter. The ucler had approximately 25% tissue loss. A 10% hypopyon was present in the anteiror chamber and the pt was extremdely photophobic prior to dilation. After dilation, fundus examination of the posterior pole revealed no cells in the vitreous and an apparently healthy fundus. Initially, corneal scarapings for culture and sensitivity were performed. Cycloplegia was obtained with homatropine 5% and the pt was started on fortified cephazolin 50 mg/ml and tobramycin 14 mg/ml every 1 minute for the first 15 minutes. On ascertaining the competency of family member to place the drops, the pt was sent home with instructions to use the fortified antibiotics every 30 minutes until bedtime and every 1 hour during the night. Culture and sensitivity reports demonstrated pseudomonas aeruginosa sensitive to ciprofloxacin, gentamicin, and tobramycin. Over the course of the next 5 days, the ulcer rapidly responded to fortified antibiotics that were tampered based on clinical presentation and by day 6, the ulcer was completely epithelialized with resolution of the hypopyon and marked decrease in the corneal infiltrate. By week 2, the pt had regained 20/50 vision os and by week 6, the pt had regained 20/30 vision os with a manifest refraction of -5.00 + 1.75 axis 90. Cultures of the contact lenses were not performed because, on realizing the severity of the situation, the parents disposed of the contact lenses. At the 6-month visit, the pt's visual acuity remained 20/20 od and 20/30 os, with a cycloplegic refraction of -5.75 + 1.75 axis 90 od and -5.00 1.50 axis 90 os.